Event description:
Us: it was reported that the right ventricular lead was oversensing and triggered a lead integrity alert. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was reported that the associated implantable cardioverter defibrillator (ICD) generated a lead integrity alert (lia). It was suspected that this was related to a fractured rv lead. The alert was generated due to oversensing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 5568 implantable pacing lead: (B)(6) 2006,; 1084t competitor implantable pacing lead: (B)(6) 2006. (B)(4).